Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [10 mg/ml] at a dose of 2.506 mg/day and baclofen [125.0 mcg/ml] at a dose of 31.32 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017, that the patient had a scheduled pump replacement on (B)(6) 2017. It was noted that the patient had complained of not feeling or getting full therapy for ¿a while.¿ it was confirmed that the patient was still taking oral pain medications. It was also stated that the hcp noted a bump on the patient¿s back on the date of the surgery (B)(6) 2017 and therefore suspected a possible hole with the spinal segment of the old catheter. It was indicated that the hcp informed the patient that they could check the catheter at the scheduled pump replacement and replace if needed. It was indicated that no environmental/external/patient factors that may have led or contributed to the issue were reported by the patient or the hcp. It was reported that at the scheduled replacement on (B)(6) 2017 the hcp did confirm a hole in the old catheter and completely explanted it and replaced it with a new catheter as surgical intervention taken to resolve the issue. They also replaced the 20 ml pump as planned. It was noted that the hcp also flushed the site with sterile, antibiotic fluid thoroughly and reduced the concentrations and daily doses when they updated the pump. It was indicated that the representative delivered a personal therapy manager (ptm) with a printout of the new settings to the patient¿s managing hcp¿s office on (B)(6) 2017 and informed the secretary of the printout for the hcp. It was also indicated that the hcp explained the procedure and updates to the patient¿s caregiver after the surgery was done and that no further questions or concerns were expressed. It was stated that the hospital kept the catheter and the pump and that the hcp stated there was no need to send the catheter for analysis and therefore the catheter was thrown and the pump handled per policy. It was unknown if the issue was resolved at the time of the report. The patient medical history was unknown. The patient weight was 65 kg. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred). No further complications were reported or anticipated.